Event description:
It was reported that a right ventricular (rv) lead had high impedance as a result of a confirmed fracture. It was also indicated that the lead had oversensing. It was also reported that a right atrial (ra) lead had increasing thresholds. There was indication that pectoral stimulation was present when the lead was programmed unipolar. Consequently, both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the partial lead was returned in segments and analyzed; analysis revealed a breach of the inner insulation due to metal ion oxidation. Concomitant product: 4024-58 lead, implanted: (B)(6) 2001. (B)(4).